Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The device was bloody with contrast. The implant was received outside of the sheath and attached to the core wire. The device was bloody. The hub, sheath, tip, core wire, and implant were microscopically and tactile inspected. Inspection revealed sheath damage (abrasions) with numerous sheath kinks/damage (buckling) for 3 cm in length and located 4 cm from the tip, tip damage (abrasions/tricuts flared/slight separation of layers), and anchor damage. The sheath damage (abrasions), tip damage and anchor damage are all consistent with a full implant recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01652. Reportable based on analysis completed on (B)(6) 2018. It was reported the closure device could not be positioned. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. A 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; the protrusion was too much and the device did not pass the tug test, therefore the closure device was fully recaptured. The procedure was aborted. There were no patient complications reported and the patient status was stable. However, device analysis revealed the delivery system was kinked and buckled.